Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type lead product ID neu_wrench_acc lot# unknown product type accessory h3: analysis of the lead (va1vq2m007) found the outer insulation was cut. Analysis of the lead (va1vgfr039) found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(4), ubd: 22-oct-2022, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(4), ubd: 12-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the did not use their stimulator and wanted it out. They stated that it did not help their back pain and they only felt stimulation in their legs. Today they stated that they were worried about having any type of implant in their body and they wanted it out. Factors that may have contributed to the issue was patient compliance. It was reported that the rep met with the patient on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 for reprogramming. At each reprogramming they checked impedances, and all were normal each time. The rep also checked reports on stimulator usage each time and they showed that the patient kept the stimulator turned off. On (B)(6) 2019, the patient was going to get an x-ray to confirm the lead placement, but it was indicated that this was never completed. It was reported that the patient did not have any falls or injuries. Today at their explant, it was reported that the leads were at the top of t9; however, at implant they were placed at mid t8. Again, it was noted that multiple reprogrammings and several impedances checks had been performed prior to the explant. The system was explanted on (B)(6) 2020 and it was indicated that the leads and ins would be returned for analysis as soon as possible. The event occurred in 2019 and the issue was resolved at the time of the event.